Event description:
The manufacturer received information alleging a patient with an innospire essence device has passed away. There was no allegation that the device contributed to the death. The device is missing and unavailable for return to the manufacturer for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.